Manufacturer narrative:
This report originated from the customer through zimmer's customer relations call center. At the present time, there is no revision surgery scheduled and it is unk if a surgery will occur. Should additional info be made available to further this investigation, this report will be updated.

Event description:
It was reported through zimmer consumer relations department that a pt was experiencing pain. It is unk if the pt was revised or if a revision is scheduled.